Manufacturer narrative:
The first affiliated hospital of (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h11: the returned resolution clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly detached from its catheter with evidence of full deployment. Additionally, the device returned without the outer sheath. No other problems with the device were noted. The reported event of the clip failure to deploy inside the patient was not confirmed. Investigation found the device returned with evidence that the clip was able to be deployed. In addition, the device returned without the outer sheath. Therefore, the most probable root cause for this investigation is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for polyp in the colon during an endoscopic submucosal resection procedure performed on (B)(6) 2024. During the procedure, the clip could not be released from the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for polyp in the colon during an endoscopic submucosal resection procedure performed on (B)(6) 2024. During the procedure, the clip could not be released from the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip did not release.